Manufacturer narrative:
As reported, the outer sleeve of the sealant of a 5f mynx control vascular closure device (vcd) struck the sheath hemostasis valve, while the user attempted to advance the through the sheath, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The procedure used a retrograde approach. The device was stored and prepared according to the instructions for use (IFU). The user was trained to the device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There were no damages noted to the packaging or device at that time. Other procedural details were requested but were not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The stopcock was found in the open position with no syringe attached to the unit. The sealant was present in its manufactured position, completely exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present. Premature exposure of the sealant, resulting from the condition of the sealant sleeves, was observed during this analysis. A dimensional analysis could not be executed due to the condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed, respectively. Despite the observed deployment difficulty, the unit functioned as expected during the simulated deployment test. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the outer sleeve of the sealant of a 5f mynx control vcd struck the sheath hemostasis valve, while the user attempted to advance the through the sheath, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The procedure used a retrograde approach. The device was stored and prepared according to the instructions for use (IFU). The user is trained to the device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no damages noted to the packaging or device at that time. Other procedural details were requested but were not provided. The device will be returned for analysis. Addendum: pe findings present the sealant exposed.